Event description:
Event description cpi received information that the patient was experiencing a retrograde conduction that triggered a tachycardia, which was successfully converted with anti-tachy pacing therpay.